Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging quality was poor. One clip was prepared and advanced. Upon deployment, the clip detached from the posterior leaflet resulting in a single leaflet device attachment (slda). A second clip was attempted to stabilize however it was unsuccessful. It was also noted that the steerable guide catheter (sgc) caused an atrial septal defect (asd). Mr was noted to have increased from the pre-operative value.

Manufacturer narrative:
All available information was investigated, and the reported slda and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with image quality. The unchanged mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging quality was poor. One clip was prepared and advanced. Upon deployment, the clip detached from the posterior leaflet resulting in a single leaflet device attachment (slda). A second clip was attempted to stabilize however it was unsuccessful. It was also noted that the steerable guide catheter (sgc) caused an atrial septal defect (asd). Mr was noted to have increased from the pre-operative value.